Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker, right atrial (ra) and right ventricular (rv) leads recorded signal artifact monitoring (sam) event with noise over sensing on both ra and rv channels and minute ventilation (mv) termination algorithm. The ra ring to pacemaker vector impedance was showing noise with the ra tip to pacemaker vector showing low, out of range pacing impedances. The rv ring to pacemaker vector also showed noise. Both impedances had been stable over time up to this point. The clinician stated it was not known if some sort of procedure had occurred at the same time of the observations. The patient is dependent and rv pacing inhibition, greater than two seconds was present, so a system evaluation that remains in service was recommended. No additional adverse patient effects were reported.